Event description:
During morning inspection, the customer found that the device failed the 3am self-test showing that the quik-combo cable was not detected. The facility biomed evaluated the device and found that it sometimes failed to detect a quik-combo cable connection and failed a user test. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing the therapy connector assembly. Follow up with the reporter found that the biomed disassembled the device and reseated all internal connections to observe proper operation. The device passed all testing and was placed back to service for use. The device has been in use for two weeks without any problems.the device was not returned to physio-control for evaluation.